Event description:
During a lead revision procedre, the surgeon had difficulty placing the paddle lead due to excessive scarring. The surgeon decided to explant the system.

Manufacturer narrative:
The product will not be returned for evaluation.